Event description:
The customer reported the ac power module plug is off. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the ac power module plug is off. There was no reported pt involvement. This investigator reviewed the photo and found the ac power module connector was pulled out and had a broken wire. The ac power module was replaced to resolve the issue. We will consider this a malfunction of the ac power module where the connector pulled out and had a broken wire.